Manufacturer narrative:
The returned device was evaluated and, after opening, the formed needle was not found properly positioned in the slide retract. When the formed needle is in the slide retract, the needle fully retracts after deploying. The formed needle was observed to be bent during the investigation. The soft cannula was returned bent over the exposed portion of the formed needle, and the formed needle punctured a hole in the soft cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle failed to retract or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 55 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the needle never retracted. Her blood glucose reached 325mg/dl while wearing the pod for longer than 48 hours.